Event description:
Back to back results of 404 mg/dl on her meter and 130 mg/dl on her doctor's meter. Makes insulin adjustments using insulin pump based upon blood glucose meter values. Return requested and replacement was sent.